Manufacturer narrative:
This report is submitted on may 06, 2021.

Event description:
Per the clinic, the patient experienced breakdown of incision. The patient underwent surgical procedure under general anaesthesia on (B)(6) 2021 to resolve the skin breakdown.